Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd received 5 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for defective locking mechanism with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of defective locking mechanism through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 3 bd vacutainer® eclipse¿ blood collection needle had a safety shield failure resulting in a post-use needlestick. The following information was provided by the initial reporter: "(B)(6) : (B)(6) 2021 16:25:40 (gmt) note: sales rep referenced in entry description is cardinal health not bd. (B)(6) : (B)(6) 2021 16:17:40 (gmt) copy cardinal health rep on final correspondence. Material no. 368607. Batch no. 0135020. It was reported that the safety device flipped off the end of the needle,also loose safety devices resulting in needlestick. Per email: safety device flipped off the end of the needle. Other staff have noticed loose safety devices resulting in needlestick of phlebotomist / event date - customer reported to sales rep 2/11/2021 but sales rep sent email 2/25/2021 with minimal information".